Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. A review of the submitted log file from (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. A silenced driveline fault alarm was captured throughout the log file. There were no other notable alarms active in the log file. It was reported on (B)(6) 2021 that the patient experienced driveline fault alarms that returned when cleared via the system monitor. The patient was ongoing on an ungrounded patient cable at that time. The patient was asymptomatic. The plan was the continue to follow up with the patient. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no additional related complaints reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) and driveline/driveline repairs, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 15may2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline fault alarms, which were cleared in the clinic. The alarm returned shortly after it was cleared. The patient was using an ungrounded patient cable and did not have any pump stops. Log file analysis captured driveline fault events throughout the log, which cleared at 10:08 but reoccurred. The driveline data showed that one of the driveline wires may be broken. The other driveline wires appeared to be functioning as intended. The patient left and would continue to follow up in clinic.

Manufacturer narrative:
Correction: the relevant sections of the device history records for (B)(6), and driveline/driveline repairs, serial numbers (B)(6), (B)(6), and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 15may2015 via customer order. No further information was provided. The manufacturer is closing the file on this event.